Event description:
It was reported that during an implant attempt after connecting the implantable cardiac defibrillator (ICD) and doing initial checks the physician started to close the pocket when monitors showed the ICD tracking the atria and pacing the ventricle and then there was no pacing. It was also reported that there was noise and detected ventricular fibrillation (vf) which delivered a shock. It was also noted that outputs and sensing were increased. The physician stated that the set screw did not "feel right". The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analysis found no anomalies. However, the set screw had a rounded socket. We also received performance data collected from the device and have analyzed the data. Oversensing was noted with one ventricular non-sustained tachycardia episode equal to 210 ms on 11-jul-2012 and one ventricular fibrillation episode equal to 150 ms average ventricular-cycle on 11-jul-2012.